Event description:
It was reported that on (B)(6) 2022, the metal aspect of the tna suprapatellar outer sleeve became dislodged from the outer sleeve during insertion of tibia rod. The metal sleeve travelled down into the tibia around the rod. It was difficult to remove as a portion of it was also behind the patella-femoral joint. The procedure was successfully completed with no surgical delay. There were fragments generated which were removed by additional intervention. This report involves one protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.043.033s, lot: 10282112, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 20 dec 2021, expiration date: n/a. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that protec slv/ flex/ lg for nl 8-11 / -s was detected with the evidence provided the device broken. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for protec slv/ flex/ lg for nl 8-11 / -s. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.